Event description:
Reporter indicated that patient fainted and was told it was patient's vagul nerve. Investigation was unable to determine whether or not the patient was implanted with the ncp system.